Event description:
It was reported during ce inspection, the cardiosave intra-aortic balloon pump (iabp) had power-on electrical test failed, code #6. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, e1(event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the unit and resolved the issue by calibrating the touchscreen. Calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).